Event description:
It was reported 2 bd nano¿ 2nd gen pen needles had their cannulas break off. The following information was provided by the initial reporter: "...while injecting with this new 2nd gen pen needle the tip rolls with the skin then bends and breaks the needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1048093. Medical device expiration date: 02/28/2026. Device manufacture date: 02/17/2021. Medical device lot #: 1055340. Medical device expiration date: 02/28/2026. Device manufacture date: 02/24/2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported 2 bd nano¿ 2nd gen pen needles had their cannulas break off. The following information was provided by the initial reporter: "...while injecting with this new 2nd gen pen needle the tip rolls with the skin then bends and breaks the needle."

Event description:
It was reported 2 bd nano¿ 2nd gen pen needles had their cannulas break off. The following information was provided by the initial reporter: "...while injecting with this new 2nd gen pen needle the tip rolls with the skin then bends and breaks the needle.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-06. Investigation summary: customer returned 72 unused 4mm, 32 gauge nano pro pen needles from lot 1048093. No samples from lot 1055340 were returned. With none of the samples being used, none of the samples were found to be damaged. 30 of the pen needles were tested on a skin analog and none were found to have bent or broken during use. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of the needles bending. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.